Event description:
The patient's blood glucose levels were 85 mg/dl prior to going to bed. She reported that the pump reportedly turned off overnight and she retested her blood glucose levels in the morning reportedly obtaining a reading of 350 mg/dl and felt nausea and vomited. The patient reportedly bolused with her meter remote but did not say how much she bolused. She is not sure that the bolus dose delivered because the pump's display screen was off and the pump was not available for review over the phone.

Manufacturer narrative:
Related to MFR. Report # 2531779-2011-06906.

Manufacturer narrative:
Follow-up #1: 10/24/2011-device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2011 with the following findings: no loss of power event was observed in black box; during investigation, the pump was exercised for 24hr without interruptions. No malfunctions with display observed. Unrelated to the complaint, the evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient's blood glucose levels were 85 mg/dl prior to going to bed. She reported that the pump reportedly turned off overnight and she retested her blood glucose levels in the morning reportedly obtaining a reading of 350 mg/dl. The patient reportedly bolused with her meter remote but did not say how much she bolused. She is not sure that the bolus dose delivered because the pump's display screen was off and the pump was not available for review over the phone. The patient's blood glucose levels do not fit animas criteria of a serious diabetic injury. There were no alleged symptoms. This complaint is being reported as the pump shut off while the patient was using it.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.